Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A charge and boot test was performed and passed. Share data log was reviewed and loss of connection was not observed on the issue date. The global transmitter final functional test was performed and failed. A pairing test with the nordic bluetooth device was performed and failed as it used three transmitters. The receiver unit was opened and failed interior inspection as c35 was missing. The global transmitter final functional test was performed again after c35 was soldered on and passed all relevant tests. The reported customer complaint was confirmed. The root cause was assembly error.